Event description:
It was reported that during a coronary artery treatment procedure stent damage occurred. The lesion being treated was 95% stenosed with no calcification or tortuosity located in the diagonal artery. The physician predilated the lesion using a 1.5x8mm apex push balloon catheter. Next the physician placed a 2.25x12mm ion stent deployed at 9 atms. The stent was under deployed and when removing the balloon, the balloon caught on the stent removing the stent with the balloon. When it was removed from the patient the stent had accordioned. The physician went back in with a 2.25 x12 non bsc stent and deployed that at 9 atms with no issues. The procedure was completed with no further complications and the patient status is fine.

Manufacturer narrative:
Updated: device evaluated by MFR, eval summary attached, method, results, conclusion. The device was returned. There was contrast in the inflation lumen. The stent had moved on the balloon 7mm distally from the proximal markerband and there were stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. The stent had various rows of struts flared and bunched up. Magnified inspection presented no damage or irregularities that could have caused or contributed to the stent moved on balloon and stent damage. A thorough analysis of the returned device could not confirm the reported device explanted and stent inadequate/insufficient apposition. Confirmed stent damaged. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery treatment procedure stent damage occurred. The lesion being treated was 95% stenosed with no calcification or tortuosity located in the diagonal artery. The physician predilated the lesion using a 1.5x8mm apex push balloon catheter. Next the physician placed a 2.25x12mm ion stent deployed at 9 atms. The stent was under deployed and when removing the balloon, the balloon caught on the stent removing the stent with the balloon. When it was removed from the patient, the stent had accordioned. The physician went back in with a 2.25 x12 non bsc stent and deployed that at 9 atms with no issues. The procedure was completed with no further complications and the patient status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4).